Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified. (Expiry date: 11/2020).

Event description:
It was reported that during treatment of the left superficial femoral artery, the stent allegedly failed to deploy using the thumbwheel and fast track deployment lever methods. It was further reported that the delivery system was removed and a new device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during treatment of the left superficial femoral artery, the stent allegedly failed to deploy using the thumbwheel and fast track deployment lever methods. It was further reported that the delivery system was removed and a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent. During evaluation, the system was found with blockage in the distal section and a force transmitting component was found broken inside the grip which made successful deployment impossible. It was concluded that excessive friction between sheaths must have been present when the user tried to release the stent. An indication for a manufacturing related issue could not be found. A definite root cause for the reported event could not be determined. Labeling review: based on the lot number reported the following instructions for use (IFU) were supplied with the product: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: 'examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' And 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' In regards to guidewire size the IFU state: 'advance the device over the 0.035 inch (0.89 mm) diameter guidewire through the sheath introducer.'; the packaging labels indicate a guidewire size of 0.035in. The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified in d2 and g5. H10: d4(expiry date: 11/2020), g4. H11: h3, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.